Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device performed normally, after 10 minutes it stopped. Another device was used to finish the procedure without problems. There was no reported patient consequence.